Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr), enlarged atrium, rotated heart and thin septal leaflet for a triclip procedure. During the procedure, triclip xtw was implanted and it was determined that a single leaflet device attachment (slda) occurred and clip was no longer attached to the septal leaflet. A second triclip xtw was implanted on the posterior and septal position to stabilize the slda. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to leaflet pathology/challenging anatomy (rotated heart, thin septal leaflet) and difficult imaging. The reported image resolution poor could not be determined. Unexpected medical intervention was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.